Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is at 203mg/dl. Trouble shooting is conducted and found possible water damage. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on the electronic or motor assemblies noted. The device had minor scratched lcd window, cracked display window corner, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.